Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was over 300 mg/dl. Customer stated that the pump showed a low battery and the motor error was found during the MRI. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. Customer stated that they are unable to rewind the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test or occlusion test due to motor error alarm. No cosmetic damage noted. (B)(4).